Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty (30) homechoice cassettes were damaged. This was further described as ¿there were nicks in the four tubes coming out of the side of the cassette¿. This was observed during an unspecified step of peritoneal dialysis therapy. There was no leakage observed from the cassettes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.